Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and insulin pump was under delivering insulin. Blood glucose level was 483 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated their blood glucose with insulin injections. Customer alleged insulin pump for possible under delivery because blood glucose was not coming down. Insulin pump and reservoir will not be returned for analysis.